Manufacturer narrative:
H6- investigation type 4110: lens work order search-no similar complaints reported for units within the same lot. Claim # (B)(4).

Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced excessive vaulting and significant reduction of iridocorneal angles. The lens was explanted. The cause of the event was reported as unknown.

Manufacturer narrative:
H11 manufacturer narrative - secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).